Manufacturer narrative:
(B)(4). The exact date of the event is not known. The surgery details are not available. The hospital has retained the devices and will not be released. Patients are reported to be doing fine, and there were no adverse events. Ple45a was abandoned and replaced with a manual echelon (probably long60a, but surgeon can't confirm) with green reload.

Event description:
It was reported that during a collis gastroplasty procedure, the surgeon states he has encountered this problem in the surgery. Products intended to use: ple45a, ecr45g. The surgeon made initial transection of the stomach without issue. Upon making the transection parallel to the esophagus, he placed the stapler, crossing the initial staple line, and held compression for greater than fifteen seconds. He fired, and the stapler appeared to "push" the tissue and staples did not form properly. Before completing the entire fire, he stopped, reversed the knife and got another reload. An identical problem occurred with the new reload. He aborted ple45a and switched to a manual echelon with green reload. No problems occurred with the manual. Case was completed as intended. There were no adverse consequences for the patient.